Event description:
It was report that the customer's insulin pump alarmed button error. The blood glucose reading was 186mg/dl. Troubleshooting was performed. The caller was unsure if the buttons were held down for three minutes or longer. Advised the mother that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with and intermittent button response due to corroded keypad traces. The device was unable to prime during the prime test as a result of a loose motor support disk. The insulin pump was received with missing end cap sticker.